Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had screen harder to saw due to scratches. The customer stated up button were harder to press, random no insulin delivery alarms and bad battery alert on good battery. During rewind, insulin pump did not sound like before. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.